Event description:
It was reported that on (B)(6) 2012, a 2.75 x 12 mm promus stent was implanted in the left anterior descending artery (lad) due to in-stent restenosis of a non-abbott stent. On (B)(6) 2013, the patient presented with cardiac chest pain and was hospitalized the same day. On (B)(6) 2013, coronary angiography revealed in-stent restenosis of the promus stent and the non-abbott stent. On (B)(6) 2013, the patient was treated with 2-vessel coronary artery bypass grafting (CABG). The patient was discharged on (B)(6) 2013 and the event was considered resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported device malfunctions or product deficiencies. Restenosis and angina are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report filing, additional information was received stating that per the site's response, the angiography results have been updated stating that the in-stent restenosis was not in the promus stent, but was noted to be 80% in-stent restenosis of the non-abbott stent and subtotal/total occlusion to 1st diagonal.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.